Event description:
It was reported that 9 days post a successful da vinci s hysterectomy procedure, the patient returned to the hospital with complications and was found to have a damaged ureter.

Manufacturer narrative:
Based on the information provided, it was determined that the da vinci s surgical system did not malfunction in a way that would cause nor contribute to the patient's injury. Multiple attempts have been made to obtain additional information about the event and the patient's post operative recovery, however as of the date of this report the site has not responded.